Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient experienced infusion set tubing detachment event on (B)(6) 2026. The site of detachment was from hub. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.